Event description:
Healthcare provider reported a left side "breast seroma/peri-implant effusion" "unspecified lump in the left breast, lower inner quadrant" not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast seroma/peri-implant effusion" "unspecified lump in the left breast, lower inner quadrant."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported rupture. The device has been discarded.